Event description:
The balloon pump was set up for application and when the cable was plugged into the pump console it wouldn¿t recognize it. The error on the screen "connect fos" (fiber optic sensor) another pump was connected to it, but the same error occurred. Both times they tried unplugging the cable and reconnecting. So, a new fiberoptic intra-aortic balloon (iab) kit was opened and worked just fine.